Event description:
Report 3 of 3 it was reported that while using bd max¿ enteric parasite panel, there was a false positive for giardia for one patient sample. No patient impact reported. The following information was provided by the initial reporter: "max epp - 442960_3052443 - discrepant results. Got a pos, and the next day it was a neg. July 12 - giardia these were then repeated on july 13. Sbts and original specimens were stored at 2-8 c. Reagents are stored per pi."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2b. Medical device type: pch. D.4. Medical device expiration date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing suspected false results while running the enteric parasite panel assay. A bd field service (fse) was dispatched to the customer site where they performed troubleshooting of the instrument. An issue with the reader on side a was identified and this reader was replaced. Following replacement of this part the fse re-normalized the readers without success. Further investigation identified an issue with the cy5.5 optic being unable to calibrate correctly. Bd service identified instrument replacement as the solution. A new instrument was installed at the customer site and was qualified and confirmed to be operational to bd specifications. This complaint is confirmed by service & quality. The root cause was traced to component failure of the readers. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
Report 3 of 3 it was reported that while using bd max¿ enteric parasite panel, there was a false positive for giardia for one patient sample. No patient impact reported. The following information was provided by the initial reporter: "max epp - 442960_3052443 - discrepant results. Got a pos, and the next day it was a neg. July 12 - giardia these were then repeated on july 13. Sbts and original specimens were stored at 2-8 c. Reagents are stored per pi."